Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a patient passed away. No clinical additional clinical information or medical intervention was specified. Neither is there any allegation of the device contributing to the patient's death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device has not been returned to the manufacturer for analysis.

Manufacturer narrative:
Previously reported as, the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a patient passed away. No clinical additional clinical information or medical intervention was specified. Neither is there any allegation of the device contributing to the patient's death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. In this report, section box b: adverse event or product problem (describe event or problem) as the manufacturer received information alleging a patient passed away. No clinical additional clinical information or medical intervention was specified. Neither is there any allegation of the device contributing to the patient's death. The device was returned to third party service center and evaluated. Evaluation result stated that no foam particles were observed. The device has been scrapped. The manufacturer is submitting a final report at this time. If any additional information becomes available to the manufacturer at a later date, an addendum to this final report will be filed, and (adverse event/product problem), box d: suspect medical device (product UDI, operator of device), box g: all manufacturers (report source), box h: device manufacturers ((device) problem code grid, evaluation method code grid, evaluation results code grid, conclusion code grid, remedial action init, recall (z) number) have been corrected/updated.